Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used on a patient. The root cause was determined to be a defective solenoid mixer valve. In consequence the part was replaced. There was no patient or user harm.

Event description:
Alarm "high oxygen". Mixer valve o2 leaks.

Event description:
Air / o2 supply alarm with proper gas supply (mixer valves stay closed).

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Detailed complaint and failure description: alarm high oxygen. Mixer valve o2 leaks. The event occurred during ventilation without any harm to patient or user. Prolonged exposure to high oxygen concentrations may cause hyperoxemia. Too low oxygen concentration may lead to hypoxemia. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Therefore, the event is deemed to be a reportable event.